Event description:
Rt was told that vent had turned off spontaneously twice at scool while patient connected to vent. Vent was restarted by nurse. Vent again spontaneously turned off when pt returned from school while still with school nurse. Rt then witnessed 4th spontaneous unit shut off. Pt was in wheelchair, no one was around/touching vent, vent shut off with long steady alarm. Vent was switched out that time with new unit. No allegations of vent causing harm, inop alarm was activated. Was on external batteries were tried.